Event description:
Customer reported an altitude alarm on the pump. Blood glucose levels remained stable between 54-500 mg/dl (3.0-27.7 mmol/l) during the event. Technical support advised the customer to remove obstructions from the speaker holes, clean them, and perform steps to resume insulin. After following these instructions, the pump returned to normal operation, and the customer was provided with tips to prevent future altitude alarms.